Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. Reportedly, the cartridge was cracked. The customer's blood glucose level was 172 mg/dl. The customer successfully loaded a new cartridge and resumed insulin delivery.